Manufacturer narrative:
The device was returned for evaluation. It was observed that the instrument tip was twisted; this confirmed the complaint description. A review of the device history record showed that this instrument was manufactured in november 2007 and that there were no nonconformances noted in the inspection process. This is the third complaint that has been recorded within the past 2 years on the instrument. Per the engineering drawing the acceptable overall length is between 202.2 and 204.2, while the returned part measures at 202.13. It could not be determined if this was due to the twisting of the device tip, or if part of the tip was broken off. In the atoll system 2 cross connector inserters should be in the set; the original complaint stated that there was not a spare available in the set. It was stated that the instrument would not fit into the implant initially, indicating that the instrument was damaged prior to use in this surgery. At the time of the event two instrument sets had been in the distributor's possession, one since (B)(6) 2009 and the other since (B)(6) 2010. Any instrument damage may have occurred during previous surgeries, making determination of instrument use and root cause difficult to determine. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgical procedure, the surgeon was trying to implant cross connectors to the spinal fusion system. The inserter would not fit into the screws, making it impossible to tighten or loosen them. It was observed that the tip of the inserter was stripped. A cross connector was not implanted.